Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose for two to three months. Customer's blood glucose was 531 mg/dl. Customer was having breathing difficulties and was advised that it may be the onset of diabetic ketoacidosis. Customer reported that data from insulin pump could not download. Customer was advised to seek medical attention due to symptoms. Customer would be going to the emergency room and would call back with hospitalization information and continue troubleshooting.